Manufacturer narrative:
Device evaluation: the review of the device history record (DHR) for catalyst system showed that there were no issues or non-conformities. The system and its components met all specifications prior to release. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Complaint history review - system results: this is the first loss of suction while laser firing for this system. Equipment labeling was reviewed. The labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Device manufacture date: march 2015. Amo¿s investigation subsequently identified that the catalyst system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore amo will issue an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. In addition, amo will be making enhancements for detecting and alerting the user of patient suction loss. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported system had suction loss during fragmentation portion of procedure. Surgeon aborted the treatment.

Manufacturer narrative:
Correction: type of report should have been malfunction and not serious injury. All pertinent information available to abbott medical optics has been submitted.